Manufacturer narrative:
The intellanav stablepoint open irrigated device was returned to boston scientific for analysis. The complaint was confirmed for device's shaft being kinked. Additionally, visual inspection found the irrigation extension tubing totally detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Reportable based on analysis completed 28 december 2022. The intellanav stablepoint open irrigated catheter was selected for use. It was reported that the catheter had connection issues during preparation prior to procedure. The catheter and signals were visible on the rhythmia system; however, it could not be found on the maestro. The cable was exchanged but issue was not resolved. Changing the catheter with a new device of the same model resolved the issue. The procedure was completed succesfully without patient complication. However, analysis of the returned device revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint.